Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded, almost straight target lesion was located in the mildly tortuous and severely calcified anterior descending artery. A 4.0mmx30mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.